Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (ground pad wouldn't connect) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, there was an issue with the monopolar energy port(s) and the grounding pad icon was not turning green. Prior to calling into the technical support engineer (tse), the caller tried 3 grounding pads, tried a grounding pad on their leg, power cycled the generator, and changed configurations on the cart with no change. The site continued the procedure using vessel sealer instrument. The tse did not note any associated errors in the logs. The procedure was completed robotically as planned with no reported injury.